Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. The pump passed self-test, unexpected error test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and blank display from the insulin pump. The customer's blood glucose level was 536 mg/dl. The customer treated with 20 units of insulin by manual injection. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The insulin pump will be returned for analysis.